Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive patient result on enteric viral panel was obtained. Result was positive for two analytes, one of which had weak fluorescence. Repeat testing on max gave negative results. There was no report of patient impact.

Manufacturer narrative:
D2: additional medical device types: nqx, njr, ozn. E1: initial reporter phone number: (B)(6). G4: there were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positive" results. Customer reported false positive results while running enteric viral panel assay. Service reviewed last preventative maintenance and noticed the qualification run did not pass for position a8, fse also did not repeated the qualification run until passing. Service evaluated the results and occasionally there are positive ratings, as a curve rises above 150 to 250; in relation to other positives this increase is irrelevant and cannot be considered a growth curve, the instrument shows no errors. This complaint is a not confirmed failure of the ups and the root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive patient result on enteric viral panel was obtained. Result was positive for two analytes, one of which had weak fluorescence. Repeat testing on max gave negative results. There was no report of patient impact.